Manufacturer narrative:
(B)(4). Product associated with this complaint has not been returned as of (B)(6) 2015. The healing abutment and implant remain implanted. This complaint therefore cannot be verified. DHR review has confirmed no non-conformances were initiated for this lot. All units of this lot have been shipped. No additional complaints have been initiated for this lot. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. DHR review did not provide a definitive cause for this event. A definitive root cause cannot be determined at this time.

Event description:
The doctor states that the healing abutment would not separate from the implant. It was also reported that the implant will have to be removed in the future.

Manufacturer narrative:
Device not returned, remains attached to the dental implant.